Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer found during performance verification testing that the unit was taking an extended period of time to alarm for no oxygen available when set to 22% oxygen mix accuracy. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the issue. The customer checked the setup and has confirmed the unit is not connected to an oxygen source. In addition, the ventilator is taking approximately 3 minutes to alarm for test 7 when oxygen is disconnected. The fse remotely confirmed that the customer replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 22sep2020. B4: 12oct2020. The gas delivery system (gds) was received for evaluation. Visual inspection revealed no anomalies. The gds was tested and the air flow accuracy test failed. The reported condition was verified. The reported condition was verified. The root cause was isolated to the u1 component on the flow sensor board, drifting out of calibration submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.